Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device did not recognize when the patient pendant was in. The event occurred during medication delivery. The only thing the customer noticed was on the device, the bottom of the patient cable receptacle was more recessed than the top, no physical damage was evident externally. It was unknown if the unit was dropped at all as it was usually mounted to an IV pole. There was no delay of therapy. No patient harm was reported.

Manufacturer narrative:
Device was not returned for analysis. No event history log provided. Product not returned. No evidence provided for review. No previous repair was noted for the last 12 months. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Unable to confirm complaint as no device was returned.